Event description:
The patient reported that the alarm was not heard, but was confirmed by telemetry. The patient has been scheduled for pump replacement. No patient symptoms or outcome was reported. The patient's pump contained baclofen.